Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article the fenestrated approach is more efficient with less downward angulation to the renal arteries, while the snorkel/chimney strategy is facilitated by more downward renal artery angulation. [Ullery et al.pdf].

Event description:
Received an article titled "impact of renal artery angulation on procedure efficiency during fenestrated and snorkel/chimney endovascular aneurysm repair". The purpose of the article was to determine the impact of renal artery angulation on time to successful renal artery cannulation and procedure efficiency during fenestrated and snorkel/chimney endovascular aneurysm repair by reviewing imaging and procedure logs of 77 patients who underwent complex evar from 2009 to 2013 were reviewed. Per the article deaths occurred during the study period.